Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump accidentally hit a dresser. Subsequently, the pump became unresponsive and could not be turned on, despite plugging into a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.